Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was reported to have been impacted; however, the exact value was not provided. The customer was able to reload a cartridge onto the pump and resume insulin delivery.